Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported during an aortogram the sheath was in the right groin and the physician was up and over the bifurcation with the ansel. When the physician pulled back the sheath the valve detached from the flexor. Hemostats were used to pull out the flexor. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Only the wire was in the sheath at the time of the event. A review of the complaint history, drawings, device history record, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. One used flexor ansel guiding sheath was returned for investigation with the check-flo assembly separated from the shaft. Hemostat marks were observed 1.2, 4.5, and 9.5cm from the proximal end of the sheath. The flare was found to have a ruffled appearance. The distorted flare indicates that the flare was securely seated in the cap. Based on the observed damage to the flare it is feasible to suggest that a high amount of force, beyond the device's intended design, had been used during removal and/or the proximal fitting had been pulled at an angle during removal of the device. Also, multiple sections of the sheath tubing were covered in a white and red/brown substance, which was not able to be easily flaked from the device. It is possible that the sheath tubing could have inadvertently came into contact with a contrast material after removal of the device. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Instructions for use state, "sheath removal: insert wire guide at least 10cm past the tip of the sheath. Insert the dilator over the wire into the sheath. Withdraw the sheath and dilator as a unit. Remove the wire guide." It is possible that user technique contributed to the event since it was reported that only a wire was inserted into the sheath at the time of removal. Based on the information provided and the results of our investigation, user technique may have contributed to the reported event; however, a definitive root cause could not conclusively be determined. Per the health risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.